Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after device deployment, hemostasis was achieved. Upon discharge, the patient experienced pain in the right hip. Femoral angiogram revealed an occlusion and thrombosis in the right common femoral artery and the distal end of the iliac. Two non- abbott devices were used to remove the thrombus and achieve arterial patency. The physician felt that the starclose se device did not cause the occlusion or thrombosis and that it was caused by a flap of tissue created when the initial access sheath was introduced. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 400 mg/dl and 95 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.